Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was "not sealing." The pre-cautery test was not performed. The beeping sound was not heard when the toggle was pulled back to activate the device. Power setting at 3. After noting the branches were not ligating, the device was changed out for a 2nd hemopro2 kit. This kit worked without any problems and the case was successfully completed without complications and minimal time delay. One note is that only the harvesting tool was changed, the harvesting cannula from the original kit was not removed from the patient's leg. A new kit was opened, worked per usual and the case was completed without problems. No patient harm was identified, minimal time delay to open a new kit.